Event description:
During a surgical procedure, the operating room table system's leg plates could not be moved. The patient was transferred to another table where the surgery was concluded. This resulted in prolonged anesthesia (4 hours) to the patient. Manufacturer reference #(B)(4). Reference manufacturer # 8010652-2013-00012.